Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the external pulse generator (epg) was setup to pace a patient at a rate of 70 ppm (pulses per minute), the epg actually paced at a rate of 77-78 ppm and in the atrial pace/ventricular sense mode. The settings were changed. The device is planned to be replaced and is expected to be returned for servicing. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: reported issue has not been confirmed. No anomalies observed in visual inspection. No anomalies found with performances during incoming inspection. The epg case was opened, cleaned and inspected, then the electrode was cleaned. The pacing output, sensing sensitivity, rate and internal circuit were calibrated, then functional test and performance test were performed by test console. Normal operation was confirmed. Service label was attached. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.